Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood flowed back on the patient. This was discovered during use. The following information was provided by the initial reporter: material no: 382523 batch no: 9337326 event description per medwatch report states: after contrast injection, the injection tubing was removed and products free flowed blood back all over patient and table.

Manufacturer narrative:
Correction: the complaint is being cancelled. It is a duplicate of the complaint pr# (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 13 april, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood flowed back on the patient. This was discovered during use. The following information was provided by the initial reporter: material no: 382523, batch no: 9337326. Event description per medwatch report states: after contrast injection, the injection tubing was removed and products free flowed blood back all over patient and table.